Event description:
A case of possible cjd transmission from a right kidney transplant. The recipient developed neurological disease suggestive of cjd. Upon further questioning of the recipient's family, they had displayed some changes in gait, suspicious falls and possible delusions/hallucinations prior to the transplant. The pt's diagnosis was made by MRI and 14-3-3 protein, but no brain biopsy was done. A neuropathologist was consulted who stated that more likely this was a case of spontaneous disease process in the recipient rather than a transmission from the donor. FDA received the records of the kidney donor. A review found no evidence of risk factors for cjd or symptoms of a degenerative neurological condition. Donor died of a intracerebral hemorrhage from a ruptured aneurysm. No other recipients have developed any other symptoms. Other tissues from the same donor that had been transplanted included: corneas, liver, heart, left kidney. Health dept was also involved in this investigation.